Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2023, the alizea dr, sn (B)(6) , was implanted. On (B)(6) 2023, during a follow-up and trying to pair the pacemaker with the home monitor, the message that ¿the last battery voltage measurement was performed more than 3 days ago¿ was displayed. The real date displayed of the last battery voltage measurement was (B)(6) 2023. In addition the in-clinic wireless communication was deactivated and only inductive interrogation was possible. The pairing was tried with two different svcs but it was not possible at all. No failure of svc is suspected since previously it was tried to be paired with two different svcs without success. The rest of the electrical values as lead impedances, threshold and sensing were ok. It was confirmed that the remote bluetooth parameter was on. After finishing the session, having set the remote monitoring parameter to off previously, the in-clinic bt communication worked when interrogating again.